Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon will be removing a radial head replacement that was implanted by a different surgeon. The patient has had pain since 2012, sharp and stabbing in nature. Worse with lifting or twisting. X-rays review revealed as mentioned by the surgeon note a cyst in capitellum, there was no mention of the device appearing loose or any malfunction. The patient has received physical therapy (pt) and anti-inflammatory medications without improvement in pain. The radial head replacement was done in 2012 for non-union of a previous radial head fracture. This product is recalled. Patient status is unknown.

Manufacturer narrative:
This report is for an unknown radial stem prosthesis/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon will be removing a radial head replacement that was implanted by a different surgeon. The surgery is scheduled for (B)(6) 2019, the patient has had pain since 2012, sharp and stabbing in nature. Worse with lifting or twisting. X-rays review revealed as mentioned by the surgeon note a cyst in capitellum, there was no mention of the device appearing loose or any malfunction. The patient has received physical therapy (pt) and anti-inflammatory medications without improvement in pain. The radial head replacement was done in 2012 for non-union of a previous radial head fracture. This product is recalled. Patient status is unknown. This complaint involves two (2) devices. This report is for one (1) unk - radial stem. This report is 2 of 2 for (B)(4).